Manufacturer narrative:
H6. Investigation results - the logic tibia implant psc insert with serial number 3624376 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Instability is a known complication following total joint replacement surgery and is multifactorial in nature. The tibial insert was manufactured approximately 10 months prior to implant. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation a male patient had a left knee replacement on (B)(6) 2015. Approximately 7 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2022 due to pain and instability of the knee. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022: preoperatively, that patient's physical exam suggested moderate-sized effusion, but significant anterior draw sign greater than 10 mm without endpoint with the knee flexed 90 degrees. Postop diagnosis: failed left total knee replacement secondary to flexion gap instability. There was a moderate synovial reaction in the suprapatellar pouch and synovectomy of the suprapatellar pouch and medial and lateral gutters was affected. Polyethylene insert was removed and inspected and did not suggest that it was polyethylene wear but sagittal instability. Posterior compartment of the knee was also debrided of extraneous foreign body reactive synovium. The patient was awakened and taken to the recovery room in stable condition. There were no complications.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.